Event description:
It was reported that the subject was enrolled in the post market triathalon ts study. Crf's received from the site indicated that stryker components were being revised with the triathalon ts system. The op notes and x-rays have been requested and will be forwarded upon receipt.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial component. Other devices listed in this report: unknown femoral component. Unknown patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Manufacturer narrative:
The patient is (B)(6). An event regarding a revision due to loosening involving an unknown baseplate was reported. The event was confirmed. The provided medical information was submitted to a consulting clinician, who confirmed the event and deemed it insufficient for a medical review. X-rays, information about the primary, and revised components are needed. The root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that the subject was enrolled in the post market triathlon ts study. Crf's received from the site indicated that stryker components were being revised with the triathlon ts system. The op notes and x-rays have been requested and will be forwarded upon receipt.